Event description:
The customer reported that on (B) (6) 2008, this ventilator failed to cycle after low and high pressure alarms. There was no patient harm. It was reported that this ventilator was sent to a third party, (B) (4), for evaluation and repair in (B) (6) 2009.

Manufacturer narrative:
It was reported that this ventilator was sent to a third party, (B) (4), for evaluation and repair in january 2009. It was reported uhs found the ventilator failed the self test and isolated the problem to the crank arm which uhs replaced. It was reported that repairs were completed by (B) (4) on 2/1/09. Upon evaluation by the manufacturer in may 2009, the unit powered on and was cycling properly. Failure investigation was unable to verify reported: failure to cycle.